Event description:
Last night, the bedwetting alarm stopped functioning and injured my sleeping son. He was in bed for approx 45 mins when he complained that the alarm was smelling like burning plastic, and was hot. He was able to remove it and when I looked at it, the alarm was hot. I immediately removed the batteries and let it cool down. Have not attempted to use it, but it was too hot and that makes me worry about the safety of this particular alarm. FDA safety report ID# (B)(4).